Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/15/2025, a sales representative reported via email that a flipcutter ii component from the ar-1588al-cp2 allograft graftlink implant system did not open and could not be used. As a result, an additional flipcutter ii was opened. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 10/20/2025.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, mishandling the device. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.